Manufacturer narrative:
It was reported that a patient's foley catheter was noted to be leaking urine on the patient and bed linen. Foley catheter was successfully removed and new catheter placed. Reporting nurse states patient's skin integrity "remains intact". Patient tolerated well, no report of serious injury to the patient because of this incident. No additional information is available at this time. There was no further intervention reported related to the incident. The sample is not available for returned and evaluation therefore, a definitive root cause could not be determined at this time. Due to the reported incident and the medical intervention required, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported patient's foley catheter was noted to be leaking. Foley removed and new catheter placed.